Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to excessive user-applied mechanical forces.

Event description:
On 09/08/2025, a sales representative reported via email that an ar-8991 fibertak dxknotless suture anchor experienced an issue during implantation. While the implant was being malletted into the bone, the inserter broke off and remained inside the patient's bone. The implant was pulled out and failed. The surgeon replaced the failed ar-8991 with an ar-8934bck 3.0mm knotless suturetak and successfully completed the procedure. The broken inserter was not significant enough to be visible on x-ray. This issue was discovered during a procedure performed on (B)(6) 2025. Additional information has been requested on 09/12/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.